Event description:
This is being filed to report the leaflet injury and worsening mitral regurgitation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the shadowing from the steerable guide catheter (sgc). The clip delivery system (cds) was advanced and it was noted that grasping was difficult due to the restricted leaflets and anterior leaflet flail. It was then observed that the mr worsened and there was a possible leaflet tear. The cds was removed and the procedure was discontinued. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for positioning failure from this lot. Based on the available information the reported positioning failure was due to patient anatomy and the reported imaging issue was due to procedural conditions. Moreover, the reported tissue injury appears to be a cascading effect of positioning failure. The reported mitral regurgitation (mr) is due to tissue injury. The reported effects of tissue injury and mr are listed in the instructions for use are known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design, or labeling.